Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc - break.

Manufacturer narrative:
Additional information: (b) event description. (H) annex a code added to further capture event details. Investigation results: no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample was not returned, the relevant tests could not be conducted, and the usage of this sample is unclear, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
Additional information: on (B)(6) 2025, a nurse administered an IV infusion using a closed-system IV catheter. Approximately 30 seconds later, she discovered the catheter's heparin cap had ruptured, causing fluid leakage. This resulted in medication loss and diminished patient experience. Following the incident, the nurse immediately discontinued use of the leaking catheter, replaced it with a new closed-system IV catheter, explained the situation to the patient, and provided reassurance.